Event description:
New information received stated that the right ventricular lead was attempted to be replaced on (B)(6) 2019 but new lead would not pass through the vein due to patient anatomy. Physician choose to use a different vein and decided to implant a whole new system. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise with slight increase in impedance. Noise could be reproduced with any movement including laughing. Programming changes were performed. Patient condition was stable.